Manufacturer narrative:
Analysis revealed the atrial setscrew had been over-torqued by the physician at implant. Due to the over-torque, the setscrew could not be untightened during the procedure. The setscrew could not be untightened during lab testing and had to be machined out. The stuck lead could then be normally removed from the connector once the setscrew was removed. The over-torque of the setscrew was done in the field by the physicians at time of the implant procedure. This is a user related anomaly.

Event description:
Related manufacturer report number: 2017865-2023-95081. During an in-clinic follow-up, loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed, which confirmed lead dislodgment. During an attempt to reposition, the set screw was not able to be tighten on the header of the pacemaker. The device and ra lead were explanted and replaced to resolve the event. The patient was stable.